Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with injection vancomycin intraperitoneally (1 gram, once in 4th day), amikacin intraperitoneally (250 milligrams, once daily) and imipenem (1 gram, route and frequency not reported) for the event. The outcome of the peritonitis event was not reported. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).